Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to press multiple times for them to respond. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump has rejected new batteries, alarm has lost some of its loudness and reservoir was little loose. Customer was unable to troubleshoot for the issue. The insulin pump will not be returned for analysis.